Event description:
Edwards received notification that this inspiris resilia valve model 11500a25 was explanted after an implant duration of two (2) months and twenty-five (25) days due to paravalvular leak (pvl). As reported, the pvl was noticed approximately one (1) month after implantation [edwards ref. (B)(4); medwatch ref. (B)(4)]. Another inspiris resilia valve of 23mm, valve model 11500a23 was implanted in replacement. The size of the inspiris valve changed from 25 to 23 due to reparation of the mitro-aortic junction destroyed by the infection with a pericardial patch. Therefore, the annulus was smaller. Reportedly, four (4) weeks after the procedure significant paravalvular leak was observed on the second inspiris valve. The patient presented with sepsis and heart failure. The valve was explanted three (3) months and ten (10) days after implant [edwards ref. (B)(4); medwatch ref. (B)(4)]. A 23mm surgical valve was implanted in replacement.

Manufacturer narrative:
Added information to section b7 (other relevant history, including preexisting medical conditions), d4 (serial name), d4 (expiration date and primary unique device identification (UDI) number) and h4 (device manufacturer date). Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h6 (component code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H11: additional manufacturer narrative: the device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Regurgitation is considered to be a perivalvular leak (pvl) if a turbulent eccentric jet originates between the bioprosthetic sewing ring and the annulus. Pvl can occur in the mitral and aortic position for similar reasons. In the early postoperative period, the highest incidence of pvl has been seen in patients developing infective endocarditis, which is most likely attributed to inadequate peri-operative antibiotic prophylaxis or nosocomial infection. Annular calcification is also a risk factor for the development of peri-operative pvl as the bioprosthesis may not seat properly after debridement. Technique related factors, such as incorrect valve sizing, have been shown to contribute to the development of pvl. Anatomical factors may create difficulty seating the bioprosthetic valve resulting in pvl. The anatomy of the annulus may induce mechanical stresses along the rigid bioprosthetic ring which can influence long-term valve performance and durability. A diseased or rigid annulus can potentially increase the mechanical stress on the prosthetic valve, leading to pvl. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including infection.

Event description:
Edwards received notification that a valve model 11500a25 was explanted from aortic position after an implant duration of eighty-six (86) days due to paravalvular leak (pvl). As reported, the pvl was noticed approximately one month after implantation. The patient did not present signs or symptoms. Another surgical valve of 23mm was implanted in replacement.

Manufacturer narrative:
The device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.